Event description:
It was reported via medwatch report that the procedure was being performed on a (B)(6) male pt and the catheter was being placed femorally. Event description: a slight resistance was felt when the md tried to remove the guide wire. The guide wire shredded as it was coming out. No pieces were retained in the pt which was confirmed by CT and x-ray. Follow-up info received on (B)(6) 2012, states when the wire was being removed the physician noticed it was unraveling. As a result, he removed the wire and catheter together. A new kit was opened and was placed successfully for the pt. It was noted the pt had very bad veins, stenosis. They do not know if there was a delay in treatment, no pt death, and no complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.